Event description:
It was reported that a scope was used during a case that had been repaired multiple times by a third party. Further, the account understands that stryker is no longer responsible for this item. Nonetheless, the distal lens of the scope actually fell off into the patient's shoulder. This was not notice this until the case was over. An x-ray was taken as a precautionary measure. From the x-ray, the account believes that the lens is still inside.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.